Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy previously stopped using the fresenius cycler due to an infection. In additional follow-up, the patient¿s pd nurse stated that the patient had peritonitis on (B)(6) 2025 and repeat peritonitis on (B)(6) 2025. The nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2025 due to symptoms of abdominal pain. As a result, the patient had a pd culture was obtained. Per the nurse, the pd culture was positive for the bacteria enterococcus faecalis. The patient was treated with antibiotic therapy utilizing vancomycin 2 grams intra-peritoneal. Additionally, the patient was transitioned to hemodialysis for renal replacement needs on (B)(6) 2025 and had the pd catheter (not a fresenius product) removed on (B)(6) 2025. Subsequently, the patient had a new pd catheter placed on (B)(6) 2025 and resumed pd therapy on (B)(6) 2025 with the same cycler. The nurse stated the patient is recovering from the event. The pd nurse confirmed that the patient did not have any fluid leaks or issues/malfunctions with fresenius products in relation to the peritonitis event. The pd nurse indicated the peritonitis was attributed to biofilm in the pd catheter (not a fresenius product).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to biofilm in the pd catheter (not a fresenius product).

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy previously stopped using the fresenius cycler due to an infection. In additional follow-up, the patient¿s pd nurse stated that the patient had peritonitis on (B)(6) 2025 and repeat peritonitis on (B)(6) 2025. The nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2025 due to symptoms of abdominal pain. As a result, the patient had a pd culture was obtained. Per the nurse, the pd culture was positive for the bacteria enterococcus faecalis. The patient was treated with antibiotic therapy utilizing vancomycin 2 grams intra-peritoneal. Additionally, the patient was transitioned to hemodialysis for renal replacement needs on (B)(6) 2025 and had the pd catheter (not a fresenius product) removed on (B)(6) 2025. Subsequently, the patient had a new pd catheter placed on (B)(6) 2025 and resumed pd therapy on (B)(6) 2025 with the same cycler. The nurse stated the patient is recovering from the event. The pd nurse confirmed that the patient did not have any fluid leaks or issues/malfunctions with fresenius products in relation to the peritonitis event. The pd nurse indicated the peritonitis was attributed to biofilm in the pd catheter (not a fresenius product).

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.